Event description:
It was reported that during a da vinci-assisted surgical procedure, that the plate from the arm cover of the sp robot fell. 1 of the 8 discs on the plate fell into the cover making the arm "z" not sterile, therefore non-usable. The change of cover is impossible during the intervention. The surgeon had to finish the intervention without using this "z" arm. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the reporter indicated that this event took place on october 2, 2025; no fragments fell into the patient¿s body. Due to the issue encountered, the surgeon decided not to use one of the psms anymore. The surgery was therefore completed.

Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue. The investigation to determine the cause of this reported event is currently in progress. As such, the probable root cause cannot yet be determined based on the information provided.